Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report the insulin pump froze during the bolus setup. Buttons are not working. Blood glucose reading was 194 mg/dl. Advised the insulin pump will be replaced. Nothing further reported.